Event description:
It was reported that the system failed to save images. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibration files were reloaded. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.